Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp balloon volume incorrect is not confirmed. A teleflex field service engineer serviced the pump and could not duplicate the reported event. The field service engineer noted the pump was properly reading the correct balloon volume using multiple balloon connectors. The root cause of the complaint is undetermined. An examination of the device history record (DHR) could not be completed because the DHR information was unavailable, but the service history information was reviewed for the reported complaint through the field service database. There were no relevant problems identified during the review of the service history for this device. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by a clinical support specialist (css) that the pump is not displaying the correct intra-aortic balloon (iab) volume. The pump is running in autopilot, in a 1:1 assist ratio, and the timing appears to be correct. The patient is in atrial fibrillation (a-fib) with severe irregularity and frequent premature ventricular contractions (pvcs). The pump is supporting the patient well, but the staff had not been able to get the pump to display more than 30cc for the iab volume. Staff has already tried disconnecting and then reconnecting the blue gas connector, and she has changed that gas connector for a new blue gas connector with no change. She has assessed the balloon pressure waveform (bpw) to the augmentation (aug), and they are within 25mm, despite the pump only displaying 30cc. Css first verified that the patient has been well supported through all of this. Css then verified that the patient would tolerate the pump being off for about 30 seconds, and had the staff do a power cycle on the pump. There was no change to the issues with the power cycle. As a result, the pump was then exchanged for a different pump. The second pump is displaying the correct volume and the trigger is appropriate. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a clinical support specialist (css) that the pump is not displaying the correct intra-aortic balloon (iab) volume. The pump is running in autopilot, in a 1:1 assist ratio, and the timing appears to be correct. The patient is in atrial fibrillation (a-fib) with severe irregularity and frequent premature ventricular contractions (pvcs). The pump is supporting the patient well, but the staff had not been able to get the pump to display more than 30cc for the iab volume. Staff has already tried disconnecting and then reconnecting the blue gas connector, and she has changed that gas connector for a new blue gas connector with no change. She has assessed the balloon pressure waveform (bpw) to the augmentation (aug), and they are within 25mm, despite the pump only displaying 30cc. Css first verified that the patient has been well supported through all of this. Css then verified that the patient would tolerate the pump being off for about 30 seconds, and had the staff do a power cycle on the pump. There was no change to the issues with the power cycle. As a result, the pump was then exchanged for a different pump. The second pump is displaying the correct volume and the trigger is appropriate. There was no report of patient injury or consequence.